Event description:
Per independent repair center, unit is alarming or red light. Failures include: valve stuck, poppet kit not shifting, saturated sieve beds, leaking at the hose clamp, short circuit in the power switch, and leaking at the tie wraps.